Event description:
Customer reportedly obtained a result of greater than 200 mg/dl on the compact system while a professional device produced a result of 89 mg/dl within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.